Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic peripheral catheterization procedure on (B)(6) 2012. Access was obtained via 5f terumo pinnacle sheath. A pre-procedure femoral angiogram showed mild pvd present in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the physician "inserted the device to the white line, inflated the balloon and the indicator was up. While attempting to pull the device the device to the arteriotomy, the balloon kept going until it came all the way out of the arteriotomy and out of the body. The balloon was still inflated and the inflation indicator was still out and the black line was showing. The balloon was tested before deploying, and it was noted to be fine. The sheath was pulled out of the pt with the balloon. The pt was converted to manual compression for 15 mins with no further complications. The pt was reported as fine, ambulated and was discharged same day ((B)(6) 2012)". The balloon was tested after the procedure and it was not leaking.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1212504) indicated that the device lot met all established performance criteria prior to shipment.